Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an elective replacement indicator after 3 months of use. The device was in vvir mode, 70-100ppm at 4volts/0.4pw.